Event description:
A wife reported via phone her unknown aged husband experiencing broken tooth and loose tooth while using maximum protection dental guard. The wife reported the consumer started using maximum protection dental guard using 1 guard orally, at night for one day, for an unknown indication, on an unknown date. On an unknown date after starting maximum protection dental guard the consumer experienced a broken and loose tooth. The wife reported the consumer's tooth loosened during the molding process and one of his teeth broke after use of the guard. At the time of this report, it is unknown if the broken tooth and loose tooth have resolved.